Event description:
Pt w/s/s of syncope. Eval identified that ventricular lead failed to sense and failed to pace even at highest amplitude and sensitivity. Pacer lead was revised. Generator changed also-near end of life. Pacer was inserted at different facility.